Event description:
It was reported that the patient had received a left ventricular assist device (lvad) in march. The subcutaneous implantable cardiac defibrillator (sicd) system was checked afterwards. There was noise on the electrograms. The low energy shock impedance was 29 ohms. The drop in impedance came after the lvad was implanted. The smartpass feature had programmed itself off due to decreased intrinsic amplitudes. During the follow-up, the sensing test failed in all three sensing vectors. The device sensing vector was then programmed to the alternate sensing vector. Later, the patient had an inappropriate shock. The doctor elected to program the sicd system off. The system remains implanted. There were no additional adverse patient effects.